Manufacturer narrative:
(B)(4). Concomitant medical products:- unknown nail, item# unknown, lot# unknown. Report source- foreign - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery due to screw migration approximately one month after implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Two x-ray pictures are available. The x-rays can confirm the reported event. No surgical report was provided. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.